Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry and medical records, it was learned a patient with a 25mm 7300tfx mitral valve was explanted after an implant duration of one (1) year, six (6) months, due to prosthetic valve endocarditis. The explanted valve was replaced with a 25mm 7300tfx valve. The patient was transferred to the intensive care unit in stable, but critical condition. Per medical records, the patient was admitted with fever, chills and acute decompensation leading to micu. Septic shock was diagnosed. Echo demonstrated a small vegetation on the 25mm 7300tfx mitral valve. Tip of catheter from thoracocentesis was sent for culture and grew staphylococcus epidermis. Patient was started in IV antibiotics. Tee reported an enlarged vegetation on the prosthetic mitral valve, so patient underwent re-do mitral valve replacement. The patient was in congestive heart failure due to the severe mitral regurgitation. The 25mm 7300tfx mitral valve was exposed and found to have endocarditis. The explanted valve was replaced with a 25mm 7300tfx mitral valve. The patient was transferred to the intensive care unit in stable, but critical condition.

Manufacturer narrative:
Added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information was unsuccessful. Device is not available. The cause of the event cannot be determined.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 25mm 7300tfx mitral valve was explanted after an implant duration of one (1) year, six (6) months due to unknown reasons. The explanted valve was replaced with a 25mm 7300tfx valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.